Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported wall apposition could not be determined. The investigation determined that the reported difficulty to advance (crossability) and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The unk xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was performed to treat an right coronary artery (rca) and an occlusion in the left anterior descending (lad) artery. The patient presented with recurrent angina pectroris (ap) symptoms and had a previously unspecified stent implanted in the right coronary (rca). A 3x48mm xience pro s stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, the stent did not fully oppose to the vessel wall. Therefore, three non-abbott balloons were used to re-dilate the lesion and rotablation was performed, but the drill head of the rotablation device became stuck in the stent. Despite this, the rotablation device was able to be successfully removed. The procedure continued with a new drill head and the target lesions were treated. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.